Event description:
The customer reported that the tape is not sticking and it is also causing itchy, red welts to appear on his skin at the tape site. As a result, the end user was prescribed ala-cort cream.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.